Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Headsurgeon reported via sales rep, that the nail broke.